Event description:
We received an allegation of questionable glucose results from an unspecified number of patients tested with the accu-chek inform ii meter compared to an unknown instrument. The reporter stated that the results from the meter had a difference of 10 mmol/l in less than 15 minutes when compared with the results from the other instrument.

Manufacturer narrative:
The accu-chek inform ii meter serial number is (B)(6) . The customer stated that the qcs were in the correct range when he received the meter. The meter and test strips were requested for investigation and have not been received at this time. If the products are returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The customer's meter was received for investigation. The meter was tested using retention test strips and retention controls. Control range level 1: 30-60 mg/dl test results level 1 ¿ 42, 42, 42 (mg/dl) control range level 2: 261-353 mg/dl test results level 2 ¿ 294, 294, 297 (mg/dl) the test results are within the acceptable range. The investigation did not identify a product problem.